Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported their blood glucose level was high however no specific value was provided. A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.